Manufacturer narrative:
On (B)(6) 2016, one mammotome revolve stereotactic probe (mst0809), lot number f11614312d1, was evaluated. Visual inspection of the device confirmed the use of the device in a procedure. The device initialized normally, and simulated functionality testing using chicken samples was attempted. During sampling, the device did not obtain chicken tissue samples during the first sampling attempt. Additional investigation discovered that the cutter was clogged with tissue (assume breast tissue, as device showed evidence of use in a clinical procedure). The suspected breast tissue was cleared and the cutter was primed with saline. After the priming of the cutter with saline, the device obtained six out of six chicken samples successfully. The devicor medical products, inc.'s quality system classifies the initial voice of the customer (box b5) as a non-reportable malfunction. However, due to the discovery of the assumed breast tissue within the cutter, an additional reportability assessment was conducted for the additional failure mode observed within the investigation. This failure mode discovered during the investigation was determined to be a reportable malfunction, pursuant to 21 cfr §803 because this malfunction has the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples. The root cause for this malfunction is unconfirmed, but previous analyses of similar events have determined it relates to one or a combination of several possibilities, including inadequate vacuum developed at the tissue collection chamber, or excess friction between the tissue sample and the internal surface of the cutter.

Event description:
The sales rep reported that no samples were getting back to chambers.